Manufacturer narrative:
During testing at the service center the device intermittently alarmed for check cassette p. The probable cause was due to the proximal and distal pressures sensors had drifted out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing the device alarmed with an unspecified error code. This was not an indication of a reportable malfunction. However, during verification testing at the service center the device pressure sensor was found to have drifted out of calibration.